Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The machine was being evaluated due to the clic device not getting any power when plugged in. The troubleshooting performed by the biomed resulted in multiple calls to technical support. While troubleshooting, the biomed plugged a known good clic device into the machine. However, the clic device still wasn't getting any power. The biomed said the clic device plugs into a usb port on the function board, and a burnt diode was identified on the function board (next to p41). No other damaged components were found during the machine evaluation. No burning smell was noted, and there were no signs of any sparks or flames. The biomed replaced the function board and the clic device started working. The biomed thus deduced that the damaged function board was preventing the clic device from working. Per the biomed, there was nothing wrong with the clic device itself. The machine had approximately 3,000 hours on it with no previous history of failing the electrical leakage test. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. It was confirmed the machine was fixed and restored to full functionality. There was no patient involvement associated with the events. The damaged function board was available to be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on a fresenius 2008t hemodialysis (hd) machine. The machine was being evaluated due to the clic device not getting any power when plugged in. The troubleshooting performed by the biomed resulted in multiple calls to technical support. While troubleshooting, the biomed plugged a known good clic device into the machine. However, the clic device still wasn¿t getting any power. The biomed said the clic device plugs into a usb port on the function board, and a burnt diode was identified on the function board (next to p41). No other damaged components were found during the machine evaluation. No burning smell was noted, and there were no signs of any sparks or flames. The biomed replaced the function board and the clic device started working. The biomed thus deduced that the damaged function board was preventing the clic device from working. Per the biomed, there was nothing wrong with the clic device itself. The machine had approximately 3,000 hours on it with no previous history of failing the electrical leakage test. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. It was confirmed the machine was fixed and restored to full functionality. There was no patient involvement associated with the events. The damaged function board was available to be sent back for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, the complaint investigation found objective evidence indicating that a product problem occurred, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.